Event description:
It was reported that a physician questioned a %a1c result. The account had reported 2.7%. The repeat result was 3.4%. When sending sample to reference lab, the result was 6.1%. It was reported that the lab notified approx 43 pts to be redrawn and retested. No further info was provided. No info has been received to suggest any ill effects associated with this event. This event is being filed in an excess of caution.

Manufacturer narrative:
The investigation indicated human error. It was reported that the operator manually entered an incorrect concentration value of 0.089 instead of 0.689 on level 4 calibrator. The IFU for the olympus hba1c reagent states "following calibration, the resulting curve should be visually reviewed on the olympus analyzer for acceptability using the software options- routine calibration monitor and calibration curve". No further action is indicated unless other significant info is received.